Event description:
It was reported that the rv lead was capped due to inappropriate therapies. A significant increase in rv impedance was also reported. No further complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement trend data shows an abrupt impedance increase for max rv pace=616 to 1792 ohms peak between (B)(6) 2007 and (B)(6) 2008. There were 7 ventricular nst (non-sustained tachycardia) <=200 ms average v-cycle between (B)(6) 2007 and (B)(6) 2008. Ventricular short interval count v-sic=1406 counts avg/day, in 1 day, between (B)(6) 2008 14:03:46 and (B)(6) 2008 13:59:41.